Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the implant procedure, the helix of the ventricular leadless pacemaker (lp) became stretched . The lp was explanted and replaced to resolve the event. The patient was in stable condition.